Manufacturer narrative:
The implanted device remains.

Event description:
Per the clinic, the patient experienced recurrent skin overgrowth and infection at the abutment site. Subsequently on (B)(6) 2015, the patient underwent revision surgery; the abutment was removed and a magnet was placed. The implanted device remains.